Event description:
The hcp reported the patient was hospitalized for a bowel obstruction and was also reported to be lethargic. The patient was now better and was to be discharged and schedule a follow up appointment at the clinic. Numerous attempts have been made to obtain additional information. A follow up report will be sent if additional information is received.